Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured september 23, 2015- september 28, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. Normal flow was observed from the device until the bladder was completely empty. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not flow during priming. The device had been filled with sodium chloride solution. No patient involvement. No additional information is available.